Event description:
It was reported that ail was seen in the tubing of 20% lipids infusing via syringe pump into the peripherally inserted central catheter (PICC) of an infant. Tpn was y'd into the lipid tubing line. The nurse removed the lipid line from the tpn and primed the lipid line and saw that there was leak in the connection between the lipid syringe and the hub of the tubing. The nurse saw that there was a crack at the hub of the tubing.

Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified. Although requested, additional information was not provided.

Event description:
It was reported that ail was seen in the tubing of 20% lipids infusing via syringe pump into the peripherally inserted central catheter (PICC) of an infant. Tpn was y'd into the lipid tubing line. The nurse removed the lipid line from the tpn and primed the lipid line and saw that there was leak in the connection between the lipid syringe and the hub of the tubing. The nurse saw that there was a crack at the hub of the tubing.

Event description:
It was reported that ail was seen in the tubing of 20% lipids infusing via syringe pump into the peripherally inserted central catheter (PICC) of an infant. Tpn was y'd into the lipid tubing line. The nurse removed the lipid line from the tpn and primed the lipid line and saw that there was leak in the connection between the lipid syringe and the hub of the tubing. The nurse saw that there was a crack at the hub of the tubing.

Manufacturer narrative:
Correction: d11: 8110 (instead of 8100).